Manufacturer narrative:
Batch review performed on 24 october 2023: lot 2206892: (B)(4) items manufactured and released on 05-oct-2022. Expiration date: 2027-09-13. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 1 year for shell loosening. The shell, liner and head have been revised successfully.